Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-05459, for a description of the other device. This report is for the gold probe device. It was reported to boston scientific corporation that an injection gold probe and a gold probe device were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the injection gold probe device, and the gold probe device, were not able to transmit current. No visible damage to either device was noted. The same generator was used for both devices, and was noted to be a new generator. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.